Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(6). The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 01/30/2014-device evaluation: the pump has been returned and evaluated by product analysis on 01/15/2014 with the following findings: a review of the pump¿s history showed no evidence of excessive battery usage; multiple replace battery alarms were observed on 10/27/2013 and 10/28/2013. The battery compartment was observed to be cracked; no evidence of internal moisture was visible in the compartment. The battery cap was able to fully tighten on to the pump. No power loss was observed. The current draws were found to be in specifications. The pump was exercised for 24 hours and multiple load step and boluses were performed; no power loss was observed. The pump cover was opened; no internal moisture or issues with the power circuit were found. Unrelated to the complaint, the display screen was dim and discolored. Animas has conducted a review of the device history record for this device and confirmed that it was operating within required specifications at the time of release.